Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient's leads came out. Patient reconnected and felt stimulation at 2.2. Patient also reported they had a hard time sleeping. Additional information was received, the patient reported they went to bed early because they were exhausted. It was unknown if these issues were resolved at the time of the report. No further complications were reported or anticipated.